Event description:
It was noted that a male pt had received a third degree lesion (3 x 4 cm) on the left side of his buttocks. Pt was undergoing a coronary bypass. The length of the procedure was 6 hrs.